Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer for the batch were evaluated and it is possible observe plunger activated at open blister in 3 samples. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll 22x1-1/4 w/sh sla experienced plunger rod broken/damaged which was noted prior to use. The following information was provided by the initial reporter: all the syringes came with a broken plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll 22x1-1/4 w/sh sla experienced plunger rod broken/damaged which was noted prior to use. The following information was provided by the initial reporter: all the syringes came with a broken plunger.